Manufacturer narrative:
Date sent: 03/31/2009. Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The blade was examined and found to be in good condition and 100% present.

Event description:
It was reported that during a thyroidectomy procedure, pieces of metal broke off from the shears and fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the patient.